Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was replaced as it dislodged during the implant procedure. The implantable pulse generator (ipg) also needed to be replaced as the setscrew had fallen out of the device and was unable to be fixed. No patient complications have been reported as a result of this event.